Manufacturer narrative:
(B)(6) 2019 it was reported that this lead was capped and replaced on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11/27/2019 - it was reported that this lead was capped and replaced on (B)(6) 2019. Upon receipt, the lead under complaint was found cut approx. 11cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part was missing. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient received 32 inappropriate shocks due to lead noise. Lead remains actively implanted but will be revised in the future. Should additional information become available, this file will be updated.